Event description:
Customer went to a routine doctor's appt and rec'd results of 294 mg/dl on his meter and 131 mg/dl on the professional's meter. No high blood symptoms reported. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.